Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess the performance of the launcher guide catheter. Survey results are from an interventional cardiologist in practice for 32 years. In a two-month period the physician has used 6f and 7f launcher guide catheters 72 times. The following complications were encountered. Dissection directly related to the device itself, the launcher was deep seated in the rca origin.